Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Caller followed troubleshooting steps including using a different wall adapter, which resolved the issue. Tandem technical support approved sending replacement charging supplies via goodwill as requested by the customer, and the pump began charging. No further assistance was required.